Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the deterioration.the exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the instrument channel of the subject device was leaked. The user facility replaced the subject device to another similar device to complete the intended procedure (diagnostic tracheoscopy). Olympus china found that the coating of the insertion tube had been partially peeled off more than 1mm2 during the incoming inspection of the subject device for the repair.there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4) and similar past cases, omsc surmised that the reported phenomenon was attributed to the physical stress, the chemical stress, and so on. If additional information is received, this report will be supplemented.